Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had issues with stuck button alarm, multiple pump error alarms, blank screen and random beeping. Blood glucose level at the time of the incident was not provided. The alarms have been successfully cleared. Customer also reported discomfort and pain on sensor insertion site. The customer did not complete troubleshooting. The insulin pump is not expected to return.